Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to confirm low battery alert and unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment was cracked. Drive support cap was not damaged. Insulin pump would need to be replaced. Customer's blood glucose was 116 mg/dl.